Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified issues. The cuff was relocated with a new 4 cm cuff and the pressure regulating balloon (prb) was removed and replaced due to fluid loss. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.